Event description:
It was reported, the insulin pump alarmed unexpected restart and it had physical damage. The device had cracks on the battery loading slot and the reservoir window. The insulin pump is being returned for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.